Event description:
A woman reported that her son experienced a "bacterial eye infection with ulcers" after using complete moistureplus. Patient only began wearing contact lenses a few months prior to incident, and had only used complete. He used complete successfully at first. On october 8, 2006, patient had really red eyes. According to patient's mother, an optometrist diagnosed a bacterial eye infection with two ulcers on one eye and one ulcer on the other eye. Optometrist reportedly prescribed eye drops (name unknown). Patient recovered without sequelae.

Manufacturer narrative:
The sponsor is attempting to obtain further information, including evaluation from the patient's optometrist. Chemistry and microbiological (sterility) testing on the complaint unit (the actual device involved in incident) and a retained sample (controlled/non-released inventory) is in process at the manufacturing site. Batch record review is also in process.